Event description:
Procedure: hysterectomy. According to the reporter: the pt had a total abdominal hysterectomy, among other things, for the purpose of removing cancerous tissue from her body. A number of the surgical clips were installed to block vessels. One of the surgical clips was allegedly defective and detached from the vessel. This clip then migrated to the pt's small intestine and perforated its way into the intestine. This clip caused a fistula in the recto-vaginal wall. The pt began discharging fecal matter through her vagina and became very sick. In 2007, the pt had to have a colostomy bag installed.